Event description:
Pdc received a call on (B)(6) 2011 reporting a medical intervention that occurred at 9:00am. Pt used her prodigy meter and received a reading of 534mg/dl. She called her doctor and was advised to give insulin. Pt gave insulin and her glucose level came down, but she still called medics. Medics arrived 90 mins after the prodigy test and their meter read 268mg/dl. No treatment info was mentioned. Pdc sent replacement and prepaid envelope requesting return of suspect product(s).

Manufacturer narrative:
Pt did not return suspect product(s). Eval could not be performed.